Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The conductor wires were intact and undamaged but the drive cable was frayed. One grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. An additional observation not reported was the instrument grip cable was derailed. The grip cable that was frayed was also derailed from the distal idler pulley. Yaw motion was non-intuitive as a result. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure a large suturecut needle driver instrument has a black wire sticking out of the distal tip. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.